Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through the vasculature due to patient's anatomy. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79- year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella pump was unable to be advanced through the anterior iliac due to high degree of stenosis.